Event description:
The biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021 while performing an emg exam. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021 while performing an emg exam. No patient harm was reported. No harm or injury was reported. Investigation summary: troubleshooting discovered that the machine shutdown due to a corrupt hard drive. A replacement hard drive was sent to the customer to resolve the issue. Hard drive corruption can occur has a result of use error. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Sudden power loss is also often a result of group policy pushes onto machine. There is no evidence of corruption related to the design or manufacturing of the device. Damage to the hard drive due to sudden movement or impacts may also result in hard drive corruption. Hard drive failure due to corruption is not likely to be a result of a device design or manufacturing deficiency. A serial number review did not reveal any recurrences of shutdowns. A complaint history review of the customer's account does not reveal any similar occurrences.

Event description:
The biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021. The tech that was performing the emg test reports that the acquisition shut down during the exam. She restarted the acquisition, however, it shut down again. Nihon kohden technical support (tech support) remoted into the acquisition unit. The biomed and tech support looked over the windows system logs and noted multiple errors stating the d disk was corrupt. We then ran a chkdsk, that identified there were errors on this drive. The biomed is requesting a replacement d drive under warranty. Mee-2000a neural function measuring system measures and displays electric / auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2 to provide health care professionals with information to help assess a patient's neurological status. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer that the mee-2000a acquisition had an unexpected shut down on (B)(6) 2021. The tech that was performing the emg test reports that the acquisition shut down during the exam. She restarted the acquisition, however, it shut down again. Nihon kohden technical support (tech support) remoted into the acquisition unit. The biomed and tech support looked over the windows system logs and noted multiple errors stating the d disk was corrupt. We then ran a chkdsk, that identified there were errors on this drive. The biomed is requesting a replacement d drive under warranty. Mee-2000a neural function measuring system measures and displays electric / auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2 to provide health care professionals with information to help assess a patient's neurological status. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.